Event description:
It was reported that during use of this oval bur in a surgical procedure, it broke into 3 pieces. The surgeon retrieved all pieces without patient injury or surgical delay.

Manufacturer narrative:
Conmed linvatec received the oval bur with the broken pieces for evaluation. A visual examination under magnification noted discoloration in the material. The product has been sent to a third party lab for further investigation. A follow-up report will be sent upon completion of further analysis. A review of product history found one similar reported event. Conmed linvatec will continue to monitor this device for failures.